Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pseudoaneurysm occurred. Pressure was applied, and protamine was administered. The case was completed with cryo. This patient was a participant in the cryo af global registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the pseudoaneurysm remained unresolved, and no further actions are planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pseudoaneurysm appears to have resolved.